Event description:
Customer's family member reported customer passed away due to diabetes related complications and that customer was using pump at the time of death. Unable to obtain any further details regarding cause of death.